Event description:
During a coronary stent procedure, after some manipulation in and out of the guide catheter in an attempt to deliver the sent, the stent moved on the balloon. While attempting to retract, the stent became hung up on the guide catheter. A snare was used to help remove the entire system without incident. The case was completed with two shorter stents. Pt status is listed as "okey".